Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio: 5.4, ref: 3.3, mean: 4.35, confidence limits: 2.4 - 6.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house testing has been performed on reported lot 241836 on 02-may-2011. Results as follows: inratio: 2.4, inratio: 2.7, inratio: 2.8, reference: 2.82, bias threshold: 1.82 - 3.82. Inratio: 2.9, inratio: 3.0, inratio: 2.7, reference: 2.56, bias threshold: 1.56 - 3.56. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. Patient on antibiotics could have contributed to unexpected result. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold has reached. Since strip lot released, six in-house therapeutic sample tests have been performed for retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.4, lab: 3.3. Lab result drawn within 5 minutes of meter result. Patient's target therapeutic range is 2.0-3.0. Patient was taking antibiotics for 11.5 days until (B)(6) 2011.